Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a recent tricupsid valve surgery and the lead impedance had dropped and the pacing threshold had risen directly after. It was suspected the lead was "knicked" during the valve surgery. In addition, a high pacing impedance value was observed on the right ventricular channel post-operatively. It was noted the implanted lead was a unipolar lead and the impedance was being reported in bipolar configuration following the programmer session. The unipolar lead and cardiac resynchronization therapy pacemaker (crt-p) remain in use. No patient complications have been reported as a result of this event.